Event description:
User received discrepant urine creatinine results during a correlation study. No patients involved. Sample 1 initial result 271.1 mg/dl, repeat 15.4 mg/dl. Sample 2 initial result 195.3 mg/dl, repeat 10.9 mg/dl. Sample 3 initial result 70.0 mg/dl, repeat 3.9 mg/dl. Sample 4 initial result 246.5 mg/dl, repeat 14.1 mg/dl. Sample 5 initial result 211.4 mg/dl, repeat 11.9 mg/dl. Sample 6 initial result 31.1 mg/dl, repeat 1.7 mg/dl. Sample 7 initial result 75.0 mg/dl, repeat 4.1 mg/dl. Sample 8 initial result 188.0 mg/dl, repeat 10.5 mg/dl. Sample 9 initial result 40.0 mg/dl, repeat 2.2 mg/dl. Sample 10 initial result 49.8 mg/dl, repeat 2.7 mg/dl. Sample 11 initial result 55.3 mg/dl, repeat 3.1 mg/dl. Sample 12 initial result 191.1 mg/dl, repeat 10.6 mg/dl. Sample 13 initial result 84.5 mg/dl, repeat 4.7 mg/dl. Sample 14 initial result 113.2 mg/dl, repeat 6.4 mg/dl. Sample 15 initial result 211.6 mg/dl, repeat 11.9 mg/dl. Sample 16 initial result 266.4 mg/dl, repeat 15.0 mg/dl. Sample 17 initial result 55.7 mg/dl, repeat 3.0 mg/dl. Sample 18 initial result 165.7 mg/dl, repeat 9.3 mg/dl. Sample 19 initial result 31.4 mg/dl, repeat 1.7 mg/dl. Sample 20 initial result 149.5 mg/dl, repeat 8.5 mg/dl. Sample 21 initial result 163.4 mg/dl, repeat 9.3 mg/dl. Sample 22 initial result 160.2 mg/dl, repeat 9.1 mg/dl. Sample 23 initial result 106.6 mg/dl, repeat 6.0 mg/dl. Customer was advised calibrator setpoint was incorrect.